Event description:
Using a demo model connected to a pt stimulator, no biopolar pacing was observed as expected. Unipolar pacing was observed as soon as the device can was connected to the ground.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united stated. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Automatic detection of the implantation conditions were reproduced with a demo model and pt simulator. Reportedly, there was no pacing, whereas a bipolar lead was used and the spontaneous rhythm was below 70bpm. This event occurred only while the implant was not connected to the pt simulator ground (out of the pocket). As soon as ground was connected, unipolar pacing at 70 min-1 was observed. The reason why bipolar pacing is not available during automatic detection of the implantation is an anomaly in the embedded implant software. Because of this anomaly, the "unipolar+bipolar" pacing configuration is not available or reply sr and reply vdr during the implantation detection phase. Consequently, pacing will be "unipolar" only, and thus no pacing will be observed after ventricular lead connection while the implant is out of the pocket (with a bipolar lead). This feature will be re-enabled on reply sr and reply vdr in a future version of embedded implant software for new manufactured devices. Because there is no permanent safety issue associated with this behavior (it can occur only during the implantation phase, i.e. Under medical surveillance), no correction is planned on already manufactured units.